Event description:
A home patient (hp) contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated he completed troubleshooting steps but the check heater line alarm repeats. The technical service representative (tsr) explained that the therapy needed to be ended and the supplies discarded. The hp stated he will replace the heater bag only and attempt to continue the current therapy. The tsr advised against this. The hp disconnected the phone call. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed due to lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.